Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate anti-tachycardia pacing (atp) due to patients atrial fibrillation (af). Technical services (ts) reviewed the ventricular events and stated the atrial pacing was too short, causing the next spontaneous v to fall within the post-ap v blanking. The two pacing events were originating from the ddi mode of the fallback mode, and the arrhythmia suddenly accelerates into the ventricular fibrillation (vf) zone on the next beat. Ts recommended programming options. This device remains in service. No additional adverse patient effects were reported.